Manufacturer narrative:
Pump passed displacement test. Motor error alarm during basic occlusion test due to loose /flush drive support disk. Unable to perform prime test, occlusion test or excessive no delivery test due to motor error alarm. Unable to perform the restart error test, prime test, excessive no delivery test and occlusion test due to motor error. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected issue number on the screen anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, scratched reservoir tube window, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin squirts out of the insulin pump during manual prime. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the act button is not working correctly and information is not being displayed on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.